Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(4), confirmed an extrinsic outflow graft obstruction. (B)(4) was returned assembled with the pump cable severed approximately 9.5 inches from the pump header. The remaining portion of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft was cut approximately 6 inches from the graft attachment. The outflow graft bend relief was returned attached to the graft hardware with a wrap sutured onto the distal portion. The apical cuff was returned with the cuff lock fully engaged. The pump appeared to have been exposed to a fixative (e.g. Formalin) prior to being returned to abbott for evaluation. Upon disassembly of the returned pump, ridge-like crease in the outflow graft was observed at the proximal portion of the outflow graft, from the outflow graft hardware to approximately 2.5 inches from the outflow graft hardware. Tissue accumulation along the exterior of the graft was present within the deformation that filled in the deformation and the space between the graft and bend relief, which is consistent with an extrinsic outflow graft obstruction (eogo) that appeared to be present during patient support. Examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The current version of the heartmate 3 lvas IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transplanted. There were no device issues reported prior to the patient being transplanted.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.